Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The device records 6 manual power ups between (B)(6) 2013 and the (B)(6) 2006, the longest of which lasts 13 seconds. No further log entries were recorded. Upon visual inspection the pogo pins were observed to be bent and stuck inside the device, failing to spring into the resting position. Investigation was unable to replicate or find conclusive evidence of the reported fault. It is assumed the customer returned the device in response to field safety corrective action. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.